Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading is 386 mg/dl. Customer experienced ketones, vomiting, nausea and irritability. Customer admitted to ICU and treated with IV drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.